Event description:
The pt was undergoing a cardiac ablation. The physician was utilizing a needle puncture device to gain access to the left atrium. This access is guided by ultrasound (ilab) and fluoroscopy. During the procedure, the ilab ultrasound image froze, rendering the equipment and image useless. An older ultrasound machine used for backup was utilized to complete the procedure. The pt was not injured. In the past several months, three major components of this equipment have been changed out due to malfunction. These components include the acquisition computer, the motor drive, and the motor drive interface.